Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was reset and rebooted during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported the system did not boot up. There was no patient injury or death reported.